Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was at 105 mg/dl and then went up to 411 mg/dl over two hours. She stated that she treated with a bolus but that another two hours later the blood glucose reading was up to 525 mg/dl. She did not express any symptoms of high blood glucose and stated that she had treated with an insulin pen. She stated that the drive support cap appeared to be normal. She was unsure if the bolus wizard or basal rate settings were correct and was referred to her health care practitioner. She found air in the tubing. She was unable to perform the high pressure test. Nothing further was reported.